Event description:
It was reported that the right atrial lead perforated the subclavian vein with sheath. The lead was discarded, no other atrial lead had been implanted.

Manufacturer narrative:
No medwatch form was received.